Event description:
Event description boston scientific crm received information that during a prophylactic replacement procedure for this pacemaker, which is part of an advisory regarding a low voltage capacitor component, the right ventricular lead became stuck in the device header. During retraction, the lead body began to unravel and pull away from the terminal pin. The damaged lead was intermittently unable to delivery therapy for approximately 5 beats for this pacer-dependent patient, until the physician stopped retracting the lead. A new right ventricular lead was then placed, and the chronic lead was cut and the distal portion was surgically abandoned. The physician also stated that there were difficulties removing the atrial lead from the old device header and inserting it into the new replacement device.